Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Further analysis of the event prompted a change. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Further analysis of the event prompted a change in the conclusion code.

Event description:
It was reported that when attempting to use paceart software to record electrocardiograms, an error code appeared and data was unable to be collected. Further investigation revealed that the module was not plugged into the back of the computer. Once the connection was established paceart was launched and no error code was received. The equipment remains in use and no patient complications have been reported as a result of this event.